Event description:
During review of medical records for a separate event, it was discovered that this patient had a hypotensive episode during treatment. His blood pressure dropped while on low blood flow without volume removal. The blood pressure did not improve with dopamine 15mg to allow for completion of dialysis. He was also treated with kayexalate for hyperkalemia.

Manufacturer narrative:
Device review: the complaint is unavailable for investigation and the serial number of the device remains unk after multiple attempts to obtain from user facility. During f/u with user facility, it was reported that device was not investigated post event as they did not contribute the cause of the event to the device. Because the serial number remains unk, a device history record (DHR) review could not be performed. All device history records are reviewed and released according to "DHR review checklist and release procedure." A device is not released if it does not meet requirements or is non-conforming. System level review of the 2008k machine's concomitant products found that the lot numbers of the concomitant products used during the event to be unk and that complaint samples are unavailable for eval.

Event description:
There are no dialysis orders contained in the medical records.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted the patient had been admitted into the hospital on (B)(6) 2015 to rule out pulmonary embolism. The contrast dye caused contrast-induced nephropathy that led to renal failure and eventually hemodialysis. During his hospitalization, the patient also developed vre sepsis. The patient's vre never resolved and the patient started having episodes of hypotension during hemodialysis. During this episode, the patient was unable to complete treatment due to his inability to maintain a systolic blood pressure of 90 even with the administration of dopamine drip. There are no bicarbonate levels in the medical record for review. The medical records do not show a causal relationship between the 2008k or the concomitant products used in the patient's hemodialysis treatment and the patient's hypotension. Medical records do show that the patient's unresolved infection was a possible contributor to the hypotensive episodes during treatments. A supplemental report will be submitted upon completion of the plant's investigation.